Event description:
Medtronic received information that during use of a cardioblate bp2 device in a cardiac radiofrequency modified maze procedure there was no saline flow.it was reported that despite confirming that the saline line was unobstructed, the pressure bag was set at 300 mmhg, and the generator had no malfunction, no saline flowed from the device and a persistent high-impedance alarm occurred, making it unusable. The procedure continued after replacing it with a product from another manufacturer. No impact was caused to the patient, and the issue was not related to the patient¿s anatomical structure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.